Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was unavailable at the time of the call. The customer stated that their keypad is sticking. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.